Event description:
It was reported that the customer had IV pump channel malfunction and I was able to get the channel error during my first test. I ran another test with different ml/h and vtbd and didn't receive an error. I will run this a few more times today. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.